Event description:
According to the reporter: during use on the stapling mesh, the handle cracked and the tip detached from the device. Additional information could not be reported if tip fell into the cavity or if it was retrieved. Or time was not delayed. No bleeding or patient injury reported.

Manufacturer narrative:
(B) (4).